Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: 727642.

Manufacturer narrative:
It was claimed that during preventive maintenance service it was found that pressure transducer boards are defective. There was no patient involvement. Identification of issue has been done by analyzing problem description and the device¿s logs. According to the information provided by the technician, the device failed pressure transducer test during pre-use check. The pressure transducer boards were checked and theirs replacement is necessary to resolved the issue. Defective pressure transducer printed circuit board may lead to high pressure. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.